Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and pelvic inflammatory disease ("pid") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test". The patient's medical history included kidney stone. Concurrent conditions included overweight and hemorrhagic ovarian cyst. Concomitant products included medroxyprogesterone acetate (depo provera) for menstrual disorder. On 8-nov-2014, the patient had essure inserted. In december 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), urinary tract infection ("multiple uti's"), migraine ("migraines/ headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)/ painful sex"), abdominal pain ("abdominal pain/ left side pain/ belly pain") and headache ("headache"). In january 2015, the patient was found to have weight increased ("weight gain"). In february 2015, the patient experienced nausea ("nausea") and fatigue ("fatigue"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), back pain ("back pain"), pain in extremity ("leg pain"), dysmenorrhoea ("pain with period") and abdominal pain lower ("cramping"). The patient was treated with vitamin b complex (vitamin b) and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on 1-aug-2017. At the time of the report, the pelvic pain, fatigue, abdominal pain and abdominal pain lower was resolving, the pelvic inflammatory disease, urinary tract infection, migraine, weight increased, back pain, pain in extremity, dysmenorrhoea and headache outcome was unknown and the vaginal haemorrhage, menorrhagia, nausea and dyspareunia had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pain in extremity, pelvic inflammatory disease, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date 08-nov-2014 and 08-dec-2014. Diagnostic results (normal ranges are provided in parenthesis if available):body mass index was 26.5 kg/sqm. Current weight 138 lbs.approximate weight at the time of essure placement 125 lbs. Most recent follow-up information incorporated above includes:on 27-mar-2019: pfs received, event added- headache, events onset date and medical history added.incidentno lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and pelvic inflammatory disease ("pid") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test". The patient's concurrent conditions included overweight and hemorrhagic ovarian cyst. In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)") and migraine ("migraines/ headaches"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced abdominal pain ("abdominal pain/ left side pain/ belly pain"). In (B)(6) 2014, the patient experienced urinary tract infection ("multiple uti's"). In (B)(6) 2015, the patient experienced nausea ("nausea") and fatigue ("fatigue"). In 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/ painful sex") and weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), back pain ("back pain"), pain in extremity ("leg pain"), dysmenorrhoea ("pain with period") and abdominal pain lower ("cramping"). The patient was treated with vitamin b and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, fatigue, abdominal pain and abdominal pain lower was resolving, the pelvic inflammatory disease, urinary tract infection, migraine, weight increased, back pain, pain in extremity and dysmenorrhoea outcome was unknown and the vaginal haemorrhage, menorrhagia, nausea and dyspareunia had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, nausea, pain in extremity, pelvic inflammatory disease, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Current weight 138 lbs. Approximate weight at the time of essure placement 125 lbs. Most recent follow-up information incorporated above includes: on 7-sep-2018: plaintiff fact sheet received. Reporter's information was updated and concomitant diseases were added. Events added: abnormal bleeding (vaginal, menorrhagia), multiple uti's, migraines/ headaches, nausea, dyspareunia (painful sexual intercourse)/ painful sex, abdominal pain/ left side pain/ belly pain, fatigue, weight gain, back pain, leg pain, pain with period, cramping, pid(pelvic inflammatory disease) and plaintiff did not underwent essure confirmation test. Outcome of event pain updated to resolving. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and pelvic inflammatory disease ('pid') in an adult female patient who had essure (batch no. D01967) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test". The patient's medical history included kidney stone. Concurrent conditions included overweight and hemorrhagic ovarian cyst. Concomitant products included medroxyprogesterone acetate (depo provera) for menstrual disorder and ibuprofen (motrin) for pain. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), urinary tract infection ("multiple uti's"), migraine ("migraines/ headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)/ painful sex"), abdominal pain ("abdominal pain/ left side pain/ belly pain") and headache ("headache"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced nausea ("nausea") and fatigue ("fatigue"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), back pain ("back pain"), pain in extremity ("leg pain"), dysmenorrhoea ("pain with period") and abdominal pain lower ("cramping"). The patient was treated with vitamin b complex (vitamin b) and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, fatigue, abdominal pain and abdominal pain lower was resolving, the pelvic inflammatory disease, urinary tract infection, migraine, weight increased, back pain, pain in extremity, dysmenorrhoea and headache outcome was unknown and the vaginal haemorrhage, menorrhagia, nausea and dyspareunia had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pain in extremity, pelvic inflammatory disease, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2014. Discrepancy in date of birth: (B)(6) 1983. Essure device inserted in right ostia (3 coils visualized) and left ostia (2 coils visualized). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Essure device in place with occlusion of the fallopian tubes. Concerning the injuries reported in this case, the following ones were described in patient's medical records: migraine, abdominal pain, dysmenorrhea, pelvic pain. Most recent follow-up information incorporated above includes: on 7-oct-2019: mr received- lot number was added. New reporter's were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and pelvic inflammatory disease ('pid') in an adult female patient who had essure (batch no. D01967) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test". The patient's medical history included kidney stone. Concurrent conditions included overweight and hemorrhagic ovarian cyst. Concomitant products included medroxyprogesterone acetate (depo provera) for menstrual disorder and ibuprofen (motrin) for pain. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), urinary tract infection ("multiple uti's"), migraine ("migraines/ headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)/ painful sex"), abdominal pain ("abdominal pain/ left side pain/ belly pain") and headache ("headache"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced nausea ("nausea") and fatigue ("fatigue"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), back pain ("back pain"), pain in extremity ("leg pain"), dysmenorrhoea ("pain with period") and abdominal pain lower ("cramping"). The patient was treated with vitamin b complex (vitamin b) and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, fatigue, abdominal pain and abdominal pain lower was resolving, the pelvic inflammatory disease, urinary tract infection, migraine, weight increased, back pain, pain in extremity, dysmenorrhoea and headache outcome was unknown and the vaginal haemorrhage, menorrhagia, nausea and dyspareunia had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pain in extremity, pelvic inflammatory disease, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2014 and (B)(6) 2014. Discrepancy in date of birth: (B)(6) 1983. Essure device inserted in right ostia (3 coils visualized) and left ostia (2 coils visualized). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Essure device in place with occlusion of the fallopian tubes.. Concerning the injuries reported in this case, the following ones were described in patient's medical records: migraine, abdominal pain, dysmenorrhea, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-oct-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('multiple fragments of ,rubbery tan tissue within which multiple fragments of silver colored metallic foreign b::ldy, grossly consistent with an essure device is identified'), device expulsion ('essure device in myometrium on posterior surface of uterus'), embedded device ('essure device in myometrium on posterior surface of uterus'), pelvic pain ('pain') and pelvic inflammatory disease ('pid') in an adult female patient who had essure (batch no. D01967) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test". The patient's medical history included kidney stone. Concurrent conditions included overweight and hemorrhagic ovarian cyst. Concomitant products included medroxyprogesterone acetate (depo provera) for menstrual disorder and ibuprofen (motrin) for pain. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal hemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), urinary tract infection ("multiple uti's"), migraine ("migraines/ headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)/ painful sex"), abdominal pain ("abdominal pain/ left side pain/ belly pain") and headache ("headache"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced nausea ("nausea") and fatigue ("fatigue"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), back pain ("back pain"), pain in extremity ("leg pain"), dysmenorrhoea ("pain with period") and abdominal pain lower ("cramping"). The patient was treated with vitamin b complex (vitamin b) and surgery (salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, device expulsion, embedded device, pelvic inflammatory disease, urinary tract infection, migraine, weight increased, back pain, pain in extremity, dysmenorrhoea and headache outcome was unknown, the pelvic pain, fatigue, abdominal pain and abdominal pain lower was resolving and the vaginal hemorrhage, menorrhagia, nausea and dyspareunia had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, headache, menorrhagia, migraine, nausea, pain in extremity, pelvic inflammatory disease, pelvic pain, urinary tract infection, vaginal hemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2014 and (B)(6) 2014. Discrepancy in date of birth: (B)(6) 1983. Essure device inserted in right ostia (3 coils visualized) and left ostia (2 coils visualized). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Essure device in place with occlusion of the fallopian tubes. Batch no d01967. Production date 2014-08-20. Expiration date 2017-08-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-feb-2020: quality safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('essure device in myometrium on posterior surface of uterus'), embedded device ('essure device in myometrium on posterior surface of uterus'), device breakage ('multiple fragments of rubbery tan tissue within which multiple fragments of silver colored metallic foreign b: ldy, grossly consistent with an essure device is identified'), pelvic pain ('pain') and pelvic inflammatory disease ('pid') in an adult female patient who had essure (batch no: d01967) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test". The patient's medical history included kidney stone. Concurrent conditions included overweight and hemorrhagic ovarian cyst. Concomitant products included medroxyprogesterone acetate (depo provera) for menstrual disorder and ibuprofen (motrin) for pain. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), urinary tract infection ("multiple uti's"), migraine ("migraines/ headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)/ painful sex"), abdominal pain ("abdominal pain/ left side pain/ belly pain") and headache ("headache").on (B)(6) 2015, the patient was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient experienced nausea ("nausea") and fatigue ("fatigue"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), back pain ("back pain"), pain in extremity ("leg pain"), dysmenorrhoea ("pain with period") and abdominal pain lower ("cramping"). The patient was treated with vitamin b complex (vitamin b) and surgery (salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, embedded device, device breakage, pelvic inflammatory disease, urinary tract infection, migraine, weight increased, back pain, pain in extremity, dysmenorrhoea and headache outcome was unknown, the pelvic pain, fatigue, abdominal pain and abdominal pain lower was resolving and the vaginal haemorrhage, menorrhagia, nausea and dyspareunia had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, headache, menorrhagia, migraine, nausea, pain in extremity, pelvic inflammatory disease, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date on (B)(6) 2014. Discrepancy in date of birth: on (B)(6) 1983. Essure device inserted in right ostia (3 coils visualized) and left ostia (2 coils visualized). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.9 kg/sqm. Hysterosalpingogram: on (B)(6) 2015: total bilateral occlusion. Essure device in place with occlusion of the fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-dec-2019: pfs received: reporter information was added. New event added device breakage, device expulsion, device embedded. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.